Event description:
At the beginning of cataract extraction, surgeon reported seeing foreign body material which appeared to be coming from the handpiece. Handpiece immediately removed and second handpiece used. Subsequent eye exam confirmed presence of tiny particles in right eye. No known immediate injury.